Event description:
The manufacturer became aware of an incident involving a cough assist e70 which was found during a clinical research by the manufacturer. A patient was allegedly hospitalized for fever and loss of appetite. During the hospital admission, the patient developed bilateral pneumothorax after using a cough assist for 3 days while in the hospital. The cough assist therapy was discontinued and the pneumothorax improved after 12 days. There was no allegation of device malfunction. The manufacturer has requested additional information related to this incident. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.